Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when she woke up in the morning, she had high blood glucose level (27 mmol/l) as she did not know whether she had insulin at night or not. Reportedly, the tubing came apart from where it was attached to her site. The patient treated high blood glucose level with her pump and it was still coming down. No further information available.